Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The main coil was returned for this complaint. Main coil was inspected, and it was kinked and stretched. Also, it returned cut, the parts of the coil were inside in two pieces of a catheter. No more damages were found in the device. Microscopic inspection was performed on main coil. The zap tip has a smooth surface. The interlocking arm was inspected, and it was detached. Dimensional inspection on main coil reveal that the number of distal fiber bundles, zap tip outer diameter (od) and primary coil od were within specification. However, the number of proximal fiber bundles were incomplete. Fiber loss due to coil stretched condition.

Event description:
Reportable based on device analysis completed on 08sep2021. It was reported that the coil was stuck in the catheter and could not be pushed. The target lesion was located in the internal iliac artery. A 8mm x 40cm interlock -35 coil was selected for use. During the procedure, a 10mm x 40cm coil was stuck in the catheter and could not be pushed. The device was removed after several attempts. The physician then used the 8mm x 40cm coil, but the same issue happened. The device was stuck in the catheter and could not be withdrawn after several attempts. The device was removed together with the catheter. The procedure completed with a different device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that a fiber bundles were incomplete and the interlocking arm was detached.